Event description:
At the time that the blade broke, the tissue being cut was synovium and meniscus. The inside blade broke, but was contained in the outer piece of blade. No blade pieces fragmented into pt. There was no apparent harm to pt. The doctor got another shaver and continued the knee surgery.